Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. After diagnostics were cleared, normal device function resumed. The patient's condition was fine before and after the event.